Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to use her sensor and it did not blink when she removed it from the charger. Customer stated that the sensor was off 100 points and she changed the sensor. Customer stated that the sensor was 4 days and 11 hours old. Customer had errors for 3 days. Customer's blood glucose was 49 mg/dl and sensor glucose value was 112. Customer treated by eating a banana and coconut water. Customer stated that she was going high when she was not and then she went into a predicted low. Customer stated that it was happening all day yesterday. Customer stated that it went into a threshold suspend last night and her sensor glucose value was 50 and her blood glucose was 129 mg/dl. Customer's blood glucose was 96 mg/dl at the time of the incident. It was determined that the customer was not adhering to the calibration recommendation. Customer was advised to change the site and that the sensor will be replaced.